Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code was corrected to "4727 - cable, mechanical/structural" and medical device problem code was corrected to "2983 - mechanical jam." Additional information added to fields: d4, d10, e1, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's allegation of unable to detach the loop from the polyp was confirmed. The distal end of the tube sheath was buckled and the tube sheath was unable to slide. When the slider of the handle was operated, the hook could be extended from the coil sheath without any problems. Based on the results of the investigation, a definitive root cause of the issue could not be determined; however, it is likely the following led to the malfunction: ¿ the loop was surrounding the body tissue. ¿ the tube sheath was pushed out, and the body tissue was temporarily ligated by using the distal end of the tube sheath. ¿ the loop was tightened by pulling the slider. ¿ the slider was pushed while the distal end of coil sheath did not extend from the tube sheath. Therefore, the loop detached from the hook in the tube sheath. ¿ while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. ¿ the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. ¿ since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU: ·do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, "emergency treatment" and as shown "equipment to be used in an emergency" on page 3 in this manual. ·do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, "emergency treatment" and as shown "equipment to be used in an emergency" on page 3 in this manual. ·do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, "emergency treatment" and as shown "equipment to be used in an emergency" on page 3 in this manual. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during intraoperative ligation, the snare portion of the large intestine could not be released using single use ligating device. The loop itself could be tied securely, and instead of being released when the metal fitting came off, the snare part that was left after tying it was torn off. The issue occurred during and unknown procedure, however, the intended procedure was completed using a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.